Event description:
It was reported that the device may have depleted prematurely. It was also reported the device had "dramatic depletion" as approximately eight months prior, the estimated longevity of the device was between 2.5 and 3 years. Additionally, it was noted that the device was not pacing had reverted to vvi 65. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device may have depleted prematurely. It was also reported the device had "dramatic depletion" as approximately eight months prior, the estimated longevity of the device was between 2.5 and 3 years. Additionally, it was noted that the device was not pacing had had reverted to vvi 65. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was obtained and reviewed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacing lead 2005-(B)(6), (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. A device battery issue was found.